Manufacturer narrative:
Complaint no: (B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis. It was not reported if peritoneal dialysis therapy was ongoing. The patient was recovering from the peritonitis. It was unknown if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that the cause of the peritonitis was a use error/breach in aseptic technique due to a touch contamination (previously reported as unknown cause). The patient was hospitalized for the peritonitis on the same day as onset. On an unreported date, the patient was retrained in aseptic technique. Nine days after being admitted, the patient was discharged from the hospital. On an unreported date, the patient was recovered from the peritonitis event. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.